Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with blood glucose levels over 500 mg/dl. The customer changed the infusion set twice on the day of the event. The customer had also been vomiting. The mother requested training for the upgraded insulin pump the customer had just received. Advised the mother that the insulin pump trainer would be contacted. Nothing further was reported.